Manufacturer narrative:
(B)(4).

Event description:
Returned product received with no information. Routine analysis performed.

Manufacturer narrative:
Catheter model # 8709, lot # j12263r30, implanted on: (B)(6) 2005, explanted on: unknown. (B)(4) - analysis of the pump revealed pump battery high resistance.